Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
A medsun report (B)(4) was sent to terumo cardiovascular stating that the bipolar would not work. It is unknown when this event occurred, whether the product was changed out, or if there was any impact to the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.